Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Left side front caster is not touching the ground. Left side shock is locked up he cannot get it free to come down.